Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor contained a white floating particle. This was identified before use. The device was filled with an unspecified amount of fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured january 15, 2015 ¿ january 16, 2015. The device was received for evaluation. Visual inspection noted a white particle floating in the bladder. The particle was found to be acrylic by fourier transform infrared spectroscopy. The reported condition was verified, but the cause was undetermined. A CAPA was opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.